Event description:
It was reported that during an unk procedure, the device failed to fire, and no power seemed to generated. They got another device to proceed with the case without any patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 832c12. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with a dent in the nozzle, with a battery pack, and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. The device event log was reviewed. An event was found that caused the device to experience a false lockout event. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. The damage to the pcb board and nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 832c12, and no non-conformances related to the reported complaint condition were identified.